Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead alerted for impedance out of range on the superior vena cava (svc) coil.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for impedance out of range on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.